Event description:
The manufacturer's representative reported the pt presented to the hospital with persistent dural leaks with severe headache. The pt also had meningitis and lymphedema. The hcp did 4 blood patches over the course of a 10 day hospital stay. The pt was discharged from the hospital in 2004. A following up report will be sent when additional info is received.